Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was found a void in valve side (vv) which is considered as workmanship according the qa199.06. This finding is not related with the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device inner surface and one extended opening. A microscopic analysis and leak test were performed which identify: one opening crease smooth. Additional visual analysis identified void on valve side about specification per qa199.06. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. Void on valve side about specification, however it is not related to report event.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.